Manufacturer narrative:
Qn# (B)(4). Associated MDR(s): 9680794-2024-00871,9680794-2024-00872 ,9680794-2024-00875,9680794-2024-00876,9680794-2024-00877,9680794-2024-00878,9680794-2024-00879,9680794-2024-00880 ,9680794-2024-00881,9680794-2024-00882,9680794-2024-00883,9680794-2024-00884,9680794-2024-00885,9680794-2024-00886 ,9680794-2024-00887,9680794-2024-00888,9680794-2024-00889,9680794-2024-00890,9680794-2024-00891,9680794-2024-00892 ,9680794-2024-00893,9680794-2024-00894,9680794-2024-00895,9680794-2024-00896,9680794-2024-00897,9680794-2024-00898,9680794-2024-00 899,9680794-2024-00900,9680794-2024-00901,9680794-2024-00902,9680794-2024-00903,9680794-2024-00904,9680794-2024-00905 ,9680794-2024-00906,9680794-2024-00907.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no paitent involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no patient involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the guide wire was partially advanced into the needle cannula. The guide wire was retracted, and a kink was observed towards the distal end. This created resistance when inserting the guide wire into the proximal opening of the cannula. An initial manual tug test confirmed that the guide wire was intact. Microscopic examination revealed a build-up of a white particulate inside the guide wire tubing. Further functional testing revealed that the cannula is completely occluded. The returned guide wire was unable to advance into the returned needle cannula due to the severity of the kinking. A lab inventory guide wire tubing with handle component (swg outer diameter measured 0.381mm) was inserted into the needle cannula. A blockage was encountered from inside the cannula, which prevented the guide wire from passing. The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing has been previously contacted for complaints of this nature. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a total occlusion from inside the cannula. This occlusion created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the past comments from manufacturing, the root cause is manufacturing related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.